Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt) stating they spoke with a manufacturer representative (rep) and were told to come into the clinic, but when they arrived, no rep was there to assist them. Pt adds that their implant has 'run out,' and they need assistance with their therapy. Agent sent email to local reps for visibility.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an implantable neurostimulator and pain stimulation lead experienced an extraordinarily severe pain episode and stated that the therapy was not functioning as expected, as the neurostimulator did not react to pain as usual. The patient reported a diminished sensation of stimulation, noting they could barely feel anything when they usually felt a fluttering in their back. The patient described a serious escalation of symptoms and expressed concern that the therapy was not providing the expected relief despite the device being fully charged and therapy on. The patient struggled to follow device troubleshooting instructions and was concerned about the green light on the communicator not staying on. The patient reported a lack of therapeutic effect despite increasing stimulation settings, as no difference was felt after turning the stimulation up. The patient also reported a dismissive response from their healthcare provider regarding implant concerns. During the call, the patient was charging the implant with a good connection, and the implant was at 100%. The patient was instructed to close out of all applications, power off the recharger, and place the recharger on the charging dock before accessing the mystim application. The patient eventually connected to the implant and saw therapy was on group b with settings at 2.3 and 2.8, and was instructed to increase stimulation. The issue was not resolved and the patient was redirected to their healthcare provider to further address the issue.